Event description:
Philips received a complaint from customer biomed reporting a vent inoperative error occurred on the v60 ventilator, indicating an issue with the 3.3 volt supply. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue in the device event log. The diagnostic code found indicated the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The adc reading from the measured 3.3 v supply is less than/greater than the acceptable range in six consecutive samplings when this error occurs. The rse advised the bme to attempt reproduction of the issue and if duplication occurs, to evaluate the ribbon cable between the da and the motor control (mc) pcbas.

Manufacturer narrative:
The customer biomedical engineer reseated the ribbon cable from the da pcba to the mc pcba to resolve the issue. The device was operational and returned to service after repairs were completed.